Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred following a cardiac catheterization on a (B)(6) year old female weighting (B)(6) lbs. A nurse found the pt's line had been torn by one of the ports. The rn was told to bend the line over and place it opposite until the PICC rn could assess it. The oncoming rn called the PICC rn to report the findings and to have him evaluate the line. The line was disconnected and a new peripheral IV was inserted. The infectious diseases rn was notified of the line snapping. No culture was requested by the doctor that was notified of the event and the md gave the disconnect order for the existing line.